Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. Stylet insertion test found obstruction/restriction at the distal region of the lead. After cutting the lead and examining the condition of the inner coil, the inner coil was found to be clogged with blood/body fluids. The cause of the reported event was due to the inner coil clogged with blood/body fluids. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the stylets were difficult to be inserted completely into the right atrial (ra) lead. The physician attempted several times but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition.